Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery during basal. The customer reported that she has a high blood glucose of 441mg/dl. The customer declined troubleshooting. She did give herself a correction bolus on manual injection. Customer states the insulin exited during 5.0 unit fixed prime. The customer also reported bent cannula. The insulin pump will not be returned for analysis.